Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no material number, sample, lot, or batch number were provided. A device history review could not be completed as no batch number was provided. See h10.

Event description:
It was reported that the unspecified bd autogard catheter experienced leakage. The following information was provided by the initial reporter: material no: unknown batch no: unknown this complaint is created to capture autoguard. I am inquiring about the use of the 3ml posiflush with a 24 gauge instye autoguard w/o blood control IV catheter. The hospital recently switched from a standard 3ml syringe to the posiflush 3ml stubby design and is experiencing more blown IV sites than usual. They've pinpointed the use of the stubby flush as the step in the process where they are blowing the line, fearing it is the greater force and pressure behind the plunger rod. I did explain that the by design, the stubby flush actually has significantly less psi force and reflux compared to the standard design, and reviewed their flushing technique, recommending a push pause method.

Manufacturer narrative:
Unknown manufacturer: there (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd autogard catheter experienced leakage. The following information was provided by the initial reporter: material no: unknown batch no: unknown. This complaint is created to capture autoguard. I am inquiring about the use of the 3ml posiflush with a 24 gauge instye autoguard w/o blood control IV catheter. The hospital recently switched from a standard 3ml syringe to the posiflush 3ml stubby design and is experiencing more blown IV sites than usual. They've pinpointed the use of the stubby flush as the step in the process where they are blowing the line, fearing it is the greater force and pressure behind the plunger rod. I did explain that the by design, the stubby flush actually has significantly less psi force and reflux compared to the standard design, and reviewed their flushing technique, recommending a push pause method.